Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. Based on results of citr investigation it was confirmed that fluid invaded the scope connector while the user was handling the subject device. The fluid invasion caused an abnormality of electronic component; as a result, the error message was displayed. Foreign material at the nozzle could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use. ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ the device evaluation found that the customer¿s reported e315 error code issue was not confirmed. Device evaluation found that there was a black rubber in the nozzle due to inadequate cleaning. Additional findings include the following: the insertion tube and the light guide tube had leakage; the image was noisy due to a corroded plug unit; the electrical connector was immersed and corroded; the switches were aged; the scope cover was worn; the angles were insufficient and stretched; the zoom did not work due to a defective charged coupled device unit; due to a cut on the connecting tube and the universal cord, water tightness was lost; due to damage to the charged coupled device unit, the focus is not changed to a near point; due to corrosion on the plug unit, a noise image occurs; the indication on the flexibility adjustment ring was unclear, the light guide lens was damaged, the suction connector had corrosion, the grip, the stiffness adjustment ring, the light guide lens, the angle knob, switchbox, switch1, grip, light guide lens, and right/left (upward/downward) angulation control knob were discolored, the scope cover and scope connector cover had scratches. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the colon videoscope it exhibited error code e315. The issue occurred during a diagnostic procedure. There was no delay. The procedure was completed using a similar device. There were no reports of patient harm associated with the event.